Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder "green" foreign matter was discovered on the bevel of the needle. There was no report of patient impact. The following information was provided by the initial reporter: green piece plastic on needle during use.

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determines from the photos. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder "green" foreign matter was discovered on the bevel of the needle. There was no report of patient impact. The following information was provided by the initial reporter: green piece plastic on needle during use.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.